Manufacturer narrative:
Correction to initial MDR: the initial MDR was sent in error, this is not a reportable event as the back surgery was not device related.

Event description:
It was reported that the patient had a back surgery due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had a back surgery due to an unknown reason.